Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected, but not confirmed. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.